Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with blood in the balloon and lumen. The balloon was loosely folded. Microscopic inspection of the markerband found no irregularities or defects. Functional testing was performed by attaching an inflation device filled with water to inflate the device to nominal pressure. Water was found leaking from the balloon. Microscopic inspection of the balloon revealed a pinhole in the balloon material, 5mm from the tip of the device. Microscopic inspection of the proximal bond and tip found no irregularities or defects. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). Following the insertion of a non-bsc introducer sheath and 9-40 guide wire, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation with intermittent flushing. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). Following the insertion of a non-bsc introducer sheath and 9-40 guide wire, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation with intermittent flushing. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.